Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. A review of all batch record documents for lot number 13b13v372 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A retained sample was visually inspected, leak and gravity tested. The set was conforming as per product specifications. The cause could not be determined with the available information. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced a cardiac pause coincident with a blood administration set. The event occurred during a total knee prosthesis. The patient's blood was collected and reinfused to the patient. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: (the patient was described as "older".), (the cardiac pause lasted approximately 2 to 3 seconds. This occurred after injection of atropine and at the start of the blood transfusion. The involved set has a 200 micrometer filter. The reporter stated that it was recommended to use a 40 micrometer filter, and when 40 micrometer filters were used, there were no problems). (It is unknown whether the report source is a health professional). Should additional relevant information become available, a supplemental report will be submitted.